Event description:
Customer reported, a crack in the female end of IV set with leaking of fluid. Pt had a delay in an antibiotic medication due to the event. There was no pt harm or medical intervention performed. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking set was confirmed. The cause of the leak was due to a cracked female luer. The root cause for the reported issue could not be identified. The failure modes for broken luers in disposable administration sets have been previously identified to be due to molding defects and use error conditions such as application of excessive force, over torquing, hemostat use, etc. The lot number was no identified; therefore, lot history record review could not be performed.